Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to an internal issue with the motor brushless, 28vdc, rohs. No failure trend has been noted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the unit was alarming loss of air and not ventilating. The customer advised there was no patient involvement associated with this event.